Event description:
It was reported that there was a suspected lead dislodgement. When the physician tried to reposition the lead, the helix would not extend. The lead was explanted and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix/lobe was distorted/bent. The distal conductor had blood/body fluid (not obstructed). There was blood in/on the helix/lobe mechanism (sleeve head) and in/on the helix/lobe mechanism. There was tissue on the helix.